Event description:
Information was received from a patient regarding an external device. It was reported that the patient called regarding issues with their controller and charging the implant. The controller screen would be on but would go black or restart (and showed the manufacturer screen) when the controller was set down (on the counter or bed) without the patient touching the screen or any buttons. The controller door hinges were broken and inside the controller something rattled (even without the door attached, rattling could be heard when the patient shook the controller). During the call the battery pack was removed from the controller and the patient said the battery pack was separating and lifting apart. The controller showed "no battery pack installed" when the patient attempted to charge the controller. Since the patient got the device, the implant had always taken hours to charge but the recharger/implant charging issues they were calling about started around the same time as the controller issues. It was taking 4 hours to get the implant fully charged sometimes. When the implant hit 100% complete, the controller didn't make any alarm noise to notify them of this. Where the cord meets the recharger paddle became very hot during implant charging sessions. The patient's healthcare provider (hcp) showed them the recall letter for the recharger so they were wondering if the recharger was having the issue that was mentioned in the recall letter. It was hard to tell but it looked like paddle part of recharger may have pulled away from cord. The issue was not resolved. Replacement devices were requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger never became hot after running it for 10 minutes. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.